Manufacturer narrative:
This unit is currently in house with a vyaire medical authorized service technician and results of investigation are pending. Once the device has been evaluated and the results become available, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the unit keeps auto-cycling. There was no patient involvement associated with this complaint.

Manufacturer narrative:
Results of investigation: this unit was field serviced by a vyaire medical authorized service technician. The service technician was able to verified the auto-cycling through testing and evaluation. The service technician cleared the tube from the flow valve to port 5 on the solenoid manifold. It was pinched and worn our. The service technician replaced the damaged tube to address the customer's reported issue.